Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) required general visit. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h11. Upon further review based on the information provided by getinge fields service engineer it was determined that the customer only asked for a general vist and check up of device without any allegation or issue. The customer hospital was closed for 2 years and reopened recently. The getinge field service engineer also did not visit the site as the contract was not renewed by the customer and customer is not ready to pay for the visit and also there was no response from the customer regarding repair quotation acceptance. Based on no allegation this event became not reportable to us FDA. Please cancel this in your database.